Manufacturer narrative:
Manufacturer reference number: (B)(4). No further details regarding patient, product or procedure were provided by the reporter.

Manufacturer narrative:
(B)(6).

Event description:
The procedure being performed was a vats, when firing the stapler with the reload, the blue part of the cartridge fell down from the reload into the patient cavity. The cartridge was retrieved from the cavity by a grasper through the port. The second reload fired halfway and did not move any further. The surgical time was extended by more than 30 minutes. One of the two reloads partially fired. There was poor staple formation. The staple line was incomplete. To correct this condition the staple line was over sewn to preclude permanent impairment to a body function or permanent damage to a body structure.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two devices. Loading unit one had damage to the cutting edge of the knife blade noted during microscopic inspection and the cartridge was disengaged. The loading units were cycled without hesitation or binding. The reported condition was confirmed. Product analysis suggests the product s were used in a surgical procedure. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Replication of the damaged knife blade and disengaged cartridge may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. No product enhancements were generated. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.